Event description:
It was reported that tandem mobi pump battery would not charge because pump pad rim light did not stay on when pump was placed on charging pad. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of proper charging equipment and working wall outlet, then, under guidance from technical support, placed pump on charging pad again and observed both lights turn on and then dim, and was informed this indicated pump was fully charged; customer acknowledged understanding and case was closed.